Event description:
During a standard f/u performed on (B)(6) 2011, none of episodes, mentioned in the statistics, were available upon device interrogation. Even if the device had been interrogated on both (B)(6) 2011 and (B)(6) 2011, the f/u data period was "from (B)(6) 2011 to (B)(6) 2011". The physician requested an explanation.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Please refer to the attached analysis report # (B)(4) for complete details. Conclusion: no episode was recorded in device memory (aida) over the f/u period (B)(6) because episode recording function was deactivated. The root cause for this deactivation was due to an incomplete programming of device memories (aida) at the end of the previous f/u. This incomplete programming resulted from telemetry errors followed by inadequate user actions. Both pacemaker and programmer operated as specified. Normal functioning of aida was restored on (B)(6) 2011. All f/u data will be available at next f/u.